Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a caregiver reported that the user experienced low blood glucose (bg) of 37mg/dl. A glucagon injection was administered but did not raise bg sufficiently, prompting a call to emergency medical services (ems). Ems treated the user with intravenous glucose, after which bg levels improved. The user remained on the ilet and planned to continue use after the event.